Event description:
It was reported, that the pump has a constant air in line alarm. The issue was discovered, prior to patient use. And therefore, there was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed, the downstream occlusion (dso) seal was damaged/detached. Service history identified, the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing was performed and a defective air detector was found. The air detector and dso seal were replaced.